Event description:
Pt was seen in physician's eye examining office for yearly contact lens exam. Physician examined pt the previous year and prescribed a certain contact lens type with 55% water content. Pt decided to order their contact lenses from mailorder co and instead received the incorrect year supply of contact lenses at 38% water content and much lower oxygen transmission than what physician prescribed. Seeing pt in year 2004 pt reported not being happy with previous contact lenses with discomfort and they noticed they were shipped the incorrect type of contacts by mailorder co. Pt reported notifying co but they refused to exchange the 38% for the 55% they were prescribed, and refused to reimburse them. Health wise, the one year span in the lower water content 38% contact and lower breathing contact, resulted in permanent significant corneal neovascularization and vessel encroachment that was not there the previous year physician examined the pt.